Event description:
It was reported that a pediatric pt experienced severe hypotension. It is unknown whether this reaction occurred during or after the transfusion of irrediated platelets (through the device). The reporter could not identify which of the several variables might have caused the hypotension.

Manufacturer narrative:
The symptoms of the reaction described coincide with many of those known to be associated with anaphlactoid or immediate generalized reaction. Immediate generalized reactions have been associated with pt sensitivity to the plasma constituents which accompany the platelets during infusion, in such platelet preparations as contain plasma. It has been reported by buck, et al that washing of platelets would prevent some allergic, but not febrile, reactions. An investigation into the mfg history of the lot number (528902) revealed that this lot was mfg in accordance with documented procedures and met all specs required for release. No similar reports for this lot have been rec'd. It is concluded that the episode reported was most likely related to medications employed and/or the nature of the blood products being transfused to this pt, or to unidentified predisposing factors in the pts in conjunction with any of the preceding.